Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that patients experienced periosteal reaction at the proximal locking bolts, distal locking bolts, at the nail¿s telescopic junction, at both the proximal locking bolts and the nail, or at both the distal locking bolts and nail¿s telescopic junction. It was either not hypertrophic, hypertrophic, mild, moderate or severe. There is no additional information available.

Manufacturer narrative:
Corrected data: b5, h10.

Event description:
Information was received via literature review that in a study of 48 bone segments during three measurements, up to 43 segments experienced periosteal reaction at either the proximal locking bolts, distal locking bolts, the nail¿s telescopic junction, the proximal locking bolts and the nails, or distal locking bolts and nail¿s telescopic junction. Of the 48 segments that experienced periosteal reactions, it was revealed that during the 3 measurements up to 24 segments presented as not hypertrophic, 36 as hypertrophic, 12 as mild, 17 as moderate and 8 as severe. This is a retrospective study and it is possible that the reaction may have cleared by the third measurement or gotten more severe. There is no additional information available.